Event description:
It was reported that an ilet user experienced fluctuating glucose values with documented hypoglycemia and hyperglycemia, including a low of 44 mg/dl treated with orange juice and a high of 297 mg/dl, in the context of announcing fewer carbohydrates at meals and overtreating lows, while the device was functioning and delivering automated corrections above 180 mg/dl. Customer support provided troubleshooting and user education on correction dosing and hypoglycemia treatment, with assignment for additional training. Investigation of this case revealed user technique contributing to both hypoglycemia overtreatment and hyperglycemia due to under-announcement of meals. No clinical symptoms associated during the low or the high blood glucose episodes. Outcomes included no medical intervention or hospitalization. It was concluded that the device operated as designed and that user behavior contributed to the reported events. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.